Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cephalic duodeno-pancreatectomy procedure, when the surgeon wanted to staple, the surgeon was able to press the green button but the stapler was very hard and it did not fire. They used a new handle to complete the procedure. There was no patient injury.